Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-aug-14. It was reported that the cause of the lack of csf return was not determined. It was noted that the catheter revision had not occurred, but would be scheduled once approval was received from insurance.

Manufacturer narrative:
The other relevant components include: product ID: 8709sc, lot# n304789003, implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative on (B)(6) 2017 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and joint pain/arthritis. It was reported that the patient underwent a dye and rotor study. The hcp got no cerebrospinal fluid (csf) return from the catheter. The pump motor was found to be working appropriately via the rotor study. The patient was reportedly not receiving much relief from the pump, and the office was working to get the patient scheduled for a catheter revision. No surgery had been scheduled at the time of report. The issue was not resolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.